Event description:
The consumer reported that there was a loss of therapy, her symptoms were worse than before the implant. Since the morning of (B)(6) 2016, the patient had 4 accidents. Also, she used to feel stimulation in her left leg but was not feeling anything. It was unknown if stim was on. The patient was waiting for her cargiver to help with the programmer to verify if it was on. The patient was indicated for gastrointestinal/ pelvic floor. No further information was provided about this event.

Event description:
Additional information was received from a patient. It was reported the patient wasn't able to try it since they had been in the hospital and then in rehabilitation after the surgery. The patient was to start trying it after their next appointment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.